Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pause immediately post-cardioversion. The patient was sedated and asymptomatic to the event. Previously, the patient was noted to have been in atrial fibrillation, with symptoms of fatigue. The device remains in use. No further patient complications have been reported as a result of this event.